Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he was hospitalized for "dizziness and disorientation". Patient indicated that the device was reprogrammed to a rate of 50 beats per minute from 40 beats per minute. Patient indicates that he feels fine. Follow up with the clinic indicates that there were no performance issues with the device. The device is still in use. No patient complications were reported as a result of this event.